Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and almost distributed in the market (B)(4) units. There were 180 units in our stock. We have received 36 closed samples from stock for analysis. Tightness test to the closed samples received from stock has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received from stock and the results fulfil the requirements of the european pharmacopoeia: 4.12 kgf in average and 2.47 kgf in minimum (ep requirements: 1.53 kgf in average and 0.46 kgf in minimum). Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received from stock comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received from stock fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monoplus suture. The client reported that thread detached from needle, an extensive manual search of the needle in the muscle was performed, but it was not found. Supracondylar left lower limb amputation. Additional information: initial diagnosis: 1. Suspicion of telangiectatic osteosarcoma in left leg 1.1. Malignant neoplasm metastasis in lung 2. Amputation of left leg event data: current state of patient: patient left facilities in general good conditions; lower limb stump covered with bandage without bleeding evidence. Patient was unharmed after the event no samples or images available.